Event description:
About 5 minutes after we connected the patient to the hamilton ventilator (yes, I had it in apv cmv mode) we started to get a red alarm that said 'external flow sensor failure'. The ventilator continued to ventilate, but the alarm continued, and there were no exhaled tidal volumes. It eventually flipped into pcv+ mode. We took the patient off of the ventilator and bagged him while I trouble shot the ventilator. I checked all of the connections and did the tightness and flow sensor check. It passed both! We connected the patient back to the ventilator. Once again, red alarm "external flow sensor failure'. At that point, we decided to bag the patient and change out tubing. I pulled brand new tubing out of the package, lot#2003561, and connected it to the ventilator. I started to do all of the checks. They failed. Then I noticed that the tubing was faulty. The site where the small, clear tube connected to the flow sensor, near the patient, was not adhered properly. At that point, we decided to continue to bag the patient for the rest of the transport, which was, thankfully, very short. There was no patient harm, but the event was reported to zero harm in the next morning's safety huddle.